Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report stated- " two mobius retractors were wasted due to tears in plastic, holding up surgery and compromising sterility. Complaint further stated " mobius retractors have large tears in plastic, making them unusable". E-complaint: (B)(4).